Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: patient self tester called during training. Date: (B)(6) 2011, inratio: 2.1, lot #, 243699, comments: took a little while to register blood; (B)(6) 2011, 1.7, 243934, took even longer to register blood, had to apply extra drop as first bit went around sample well; (B)(6) 2011, 2.8, 243934, meter registered blood right away. Patient took his coumadin dose for the day just before doing the 1st test. Tested on a new finger each time; the 3rd test was about 25 minutes after the 1st test.